Manufacturer narrative:
The customer noticed that their qc had drifted down hours later after the sample results were reported for glucose. Qc results were back within established ranges after the electrode was replaced. The root cause appeared to be the glucose electrode.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high glucose serum patient results generated by the unicel dxc 800 pro synchron clinical system that were noticed when verified after qc drift was seen. Two of the three patient results were amended but there was no effect to patient treatment.